Manufacturer narrative:
Event year was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for positive blood cultures. The patient was discharged on 21jun on intravenous antibiotics until 28jul. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the source of the infection was from the patient's gut. The infection was identified as strep mitis bacteremia due to gut translocation.